Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that this console was not passing the abn ormal quality control test for act cartridges. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the lot numbers of the abnormal control used were 229517564 and 229956970. The lot number of the act cartridges that were used were 22953169 and 29669839. Liquid controls were used. Quality control is performed once a week for this instrument. There was no error code associated with the observed issue. The controls looked weak or lighter in color than normal after reconstitution. Two different experienced perfusionists made up the controls, ran the controls and they received values that were consistently too low. It was noted that if the correct volume (1.8 ml) was used for reconstitution, then the control failed as too low. The perfusionists ran the controls with the reconstituted volume reduced to 1.4 ml and the controls worked on all three instruments. Medtronic received additional information that the electronic quality control (eqc) passed without problems. Device evaluation summary: the reported issue of the instrument not passing the abnormal quality control test was verified during service. The service technician found that the abnormal act controls from lots 229956970 and 229517564 were either passing or failing at the low end of the range. The controls would either fail just under the minimum or pass just over the minimum, with no results that were well inside of the expected range. The hms plus instrument itself was performing normally and would consistently pass with normal act controls. Indications are that the two abnormal act control lot numbers may be problematic. Post-repair testing was performed per specifications. H6: fdm and fdr codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.